Event description:
It was originally reported that a pump volume discrepancy occurred. The actual residual volume, 18 ml, was greater than the expected residual volume, 3.1 ml. A motor stall was confirmed and a motor stall recovery was recorded in the event logs. Two motor stalls occurred on (B)(6) 2010 and (B)(6) 2010, but none since then. Pt stated they were not around magnets during the motor stalls. It was subsequently reported the health care provider did testing, but had no confirmed results. It was believed the catheter was kinked and the pump flipped. Pt stated pump turns when she bends causing discomfort. The drug, dosage and concentration were unk. Pt's status was unavailable at the time of report. Additional info has been requested and will be made as follow up as it becomes available.

Manufacturer narrative:
(B)(4).